Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a missing drive support sticker and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 161 mg/dl. The customer realized that his pump was flushed. The insulin pump was returned for analysis.